Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day as the hospitalization, the patient began treatment with kefzol and fortaz (doses, frequencies and routes unknown) for peritonitis. The treatment was discontinued after fourteen days. On an unreported date, the patient was discharged from the hospital. Dianeal therapy was ongoing. At the time of this report the patient was fully recovered from peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a24119, h14c16012 and h14b24083 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.